Manufacturer narrative:
The product has not been returned; therefore, a failure analysis of the complaint device could not be completed. If any additional relevant info is received, a supplemental medwatch will be filed.

Event description:
Note: this MFR report pertains to the second of two devices used for the same procedure. Refer to associated MFR. Report #3005099803-2009-04651 for a description of the other event. A hydrothermablator console unit was used during a hydrothermablation (hta) procedure. According to the complainant, "biomed states pt was burned. The physician feels the alarm did not occur quickly enough to avoid the issue." Follow up info received on 09/16/2009 revealed that IV pole was at the correct height, fluid reservoir was maintaining a steady fluid level with some foam at the top and then there was a sudden space between the fluid and the foam on top and then the fluid loss alarm, a tenaculum was used, there was nothing unusual about the cervix, there was leaking at the cervix, the burn was noted to be "pretty bad", and size was described as the "posterior and lateral walls of the vagina". The procedure was aborted and the burn was treated with a topical cream. There were no further pt complications reported with this event. Although an attempt was made to obtain additional follow up regarding the burn, there is no further info.